Event description:
The customer received questionable free thyroxine (ft4) results on their e-module. The customer provided data for 37 patients. One patient was reported on medwatch with (B)(6), one patient was reported on medwatch with (B)(6), and one patient was reported on medwatch with (B)(6). 28 patients had discrepant results are reported on this medwatch. The customer received complaints from doctors that the ft4 done on the modular system are often too high. The customer repeated the samples using an abbott architect analyzer. The units of measure were not provided. The first patient's initial ft4 result was 1.97. The repeat result was 1.37. The second patient's initial ft4 result was 3.52. The repeat result was 2.58. The third patient's initial ft4 result was 1.71. The repeat result was 1.36. The fourth patient's initial ft4 result was 2.01. The repeat result was 1.46. The fifth patient's initial ft4 result was 1.83. The repeat result was 1.33. The sixth patient's initial ft4 result was 1.74. The repeat result was 1.37. The seventh patient's initial ft4 result was 1.97. The repeat result was 1.56. The eighth patient's initial ft4 result was 1.86. The repeat result was 1.45. The ninth patient's initial ft4 result was 2.67. The repeat result was 1.89. The tenth patient's initial ft4 result was 4.38. The repeat result was 2.55. The 11th patient's initial ft4 result was 2.18. The repeat result was 1.67. The 12th patient's initial ft4 result was 1.7. The repeat result was 1.34. The 13th patient's initial ft4 result was 1.79. The repeat result was 1.13. The 14th patient's initial ft4 result was 1.72. The repeat result was 1.41. The 15th patient's initial ft4 result was 1.91. The repeat result was 1.5. The 16th patient's initial ft4 result was 1.76. The repeat result was 1.39. The 17th patient's initial ft4 result was 1.93. The repeat result was 1.37. The 18th patient's initial ft4 result was 1.82. The repeat result was 1.39. The 19th patient's initial ft4 result was 2.33. The repeat result was 1.86. The 20th patient's initial ft4 result was 1.95. The repeat result was 1.4. The 21st patient's initial ft4 result was 2.64. The repeat result was 2.14. The 22nd patient's initial ft4 result was 2.01. The repeat result was 1.59. The 23rd patient's initial ft4 result was 2.62. The repeat result was 2.01. The 24th patient's initial ft4 result was 1.77. The repeat result was 1.39. The 25th patient's initial ft4 result was 1.78. The repeat result was 1.4. The 26th patient's initial ft4 result was 1.74. The repeat result was 1.34. The 27th patient's initial ft4 result was 2.64. The repeat result was 2.03. The 28th patient's initial ft4 result was 6.04. The repeat result was 2.81. The first patient's initial result was reported outside the laboratory. It is unknown if any other results were reported outside the laboratory. There were no allegations of any adverse events. The ft4 reagent lot number was 164 384 and the expiration date was not provided. The first patient's sample was investigated for interference with ruthenium-labeled (ru-labled) ft4 containing a modified conjugate. No interfering factor to the ru-label was identified.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Only one patient sample was provided for investigation. This sample was from the first patient. Interference testing was performed. No interfering factor to the ruthenium label of the assay was found in this sample. The elecsys ft4 value measured on this sample was reproduced and was considered correct. A specific root cause could not be identified with available testing methods. No adverse events were reported.